Event description:
A nurse was flushing line. The line flushed with no resistance then broke above the bifurcation. Line was stabilized and covered. The line was repaired on that day using a cook 7 french repair kit. Line was able to give blood return in the yellow lumen and flushed with no resistance post repair. The blue lumen was alteplased 24 hours after repair and gave excellent blood return and flushed with no resistance. The line then showed a tear above the repair site (approx. 0.5 inches above the repair site). The patient had a new lie inserted in the operating room involving anesthetic.

Manufacturer narrative:
Unknown as lot is unknown. Event evaluation: still under investigation.